Manufacturer narrative:
The injured employee sought and received medical treatment and returned to work the same day. During the time of the reported event, the employee noticed that the table was not set-up properly for the intended procedure in normal orientation. The head rest was installed at the leg section of the table however, the intended procedure required that the head rest be positioned at the top end of the table. As the employee was removing the head rest from the leg section of the table, the leg section also detached from the base of the table subsequently causing the employee to strain their neck and shoulder. A steris service technician arrived onsite to inspect the cmax surgical table. The technician found that the return spring for the surgical table's leg section locking mechanism was damaged. The damaged return spring prevented the leg section latching mechanism from fully engaging and locking with the surgical table. The cmax surgical table operator manual states (pg. 1-2), "when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory." The technician replaced the return spring, tested the table, and found it to be operating according to specification. The technician could not determine the cause of the damaged spring. No additional issues have been reported.

Event description:
The user facility reported that during procedure set-up an employee injured her neck and shoulder while positioning a cmax surgical table for the intended procedure. There was no patient involvement as the reported event occurred prior to the start of the procedure.